Manufacturer narrative:
Result: power cord plug missing the ground prong. Broken timing link with sharp edges. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the head left timing linkage was broken. The power cord plug was missing the ground prong, and the arm cover was broken without visible sharp edges. It is unk if there was pt involvement or adverse consequences to report.